Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose of 533 mg/dl. The customer stated the insulin pump was not delivering and he found the cannula was bent and he had blood at site. Customer treated with backup plan. He was assisted with priming per his request.